Event description:
Caller alleged discrepant results. Results as follows: date (B)(6) 2009, inratio - 1st inr = 1.6, 2nd inr = nes, 3rd inr = 3.5.

Manufacturer narrative:
(B)(4). End-user reported precision discrepant test result. %cv calculation revealed precision outside of criteria. Tsr investigation found multiple drops of sample used in test. This failure mode will continue to be monitored to determine if future corrective action is warranted. No discrepancy established. No corrective action is required at this time, as no product deficiency was established. As of march 11, 2009, the meter is not expected to return. No further investigation is required at this time.